Event description:
The customer called into technical support (ts) reporting that the device¿s charging circuit is not working, and when the unit is unplugged, it dies. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states unit shows 100% battery, but when unit is unplugged from ac, unit dies. The customer attempted to replace battery; but unit still dies and does not charge battery. The customer requested part number for the pm board. The rse provided part number per customer¿s request. Further information is pending.

Manufacturer narrative:
Upon further investigation, it was confirmed that the event occurred during servicing/testing. Therefore, this complaint no longer meets reportability requirements.